Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that following a successful implant, this device delivered an ineffective 65 joule shock during defibrillation testing. Impedance measurements during shock delivery were greater than 400 ohms and after, the newly implanted device was no longer able to be interrogated. A lead failure was observed and both products were replaced. The newly implanted device was removed and the associated electrode surgically abandoned. No resulting adverse patient effects were reported. The device is expected to be returned for a post-market analysis.

Manufacturer narrative:
Despite multiple requests, this device has not been returned to boston scientific for laboratory analysis. Should the device be received at a later date, the event file will then be reopened and updated. At this time, investigation efforts have concluded.